Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, the device was started in application, problems were found with the device double beeping with a cassette attached. Service will replace the downstream sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing a smiths medical cadd legacy pump exhibited double beep with no cassette. No patient was involved in this event. No adverse effects were reported.